Event description:
In 2005 balloon pump was placed. Next day blood was noted to be inside the labp tubing - alarm sounded. Pt went into v-fib and coded. Pt died. Upon removal - balloon appeared to be intact but there were approx 10 ug of blood inside balloon lumen. Communication betweeen balloon inner and distal tip - pressure transducer.